Event description:
It was reported that the patient's right knee was revised due to pain and instability. A 4x11 cs insert and symmetric poly patella were revised to a 4x14 cs insert and asymmetric patella. Surgeon noted unusual wear of the insert and is requesting a wear analysis.

Manufacturer narrative:
An event regarding instability involving an unknown triathlon patella was reported. The event was not confirmed. Method & results product evaluation and results: the damage on the articulating surface of the patella insert is consistent with contact against the femoral component. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: "cannot confirm event, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components." Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's right knee was revised due to pain and instability. The inspection on the returned device indicated that the damage on the articulating surface of the patella is consistent with contact against the femoral component. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was provided. Further information such as primary and revision operative reports, clinical and past medical history and additional serial dated x-rays are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to pain and instability. A 4x11 cs insert and symmetric poly patella were revised to a 4x14 cs insert and asymmetric patella. Surgeon noted unusual wear of the insert and is requesting a wear analysis.